Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analyst commented, longevity was recalculated using higher left ventricular (lv) thresholds as mentioned in the mpxr. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) due to the short lifetime, after twenty six months of implant, and associated non medtronic lead with high thresholds. The ICD was explanted and replaced and no patient complications have been reported as a result of this event.